Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the monitor had inconsistent readings. It would read 9 and another machine would read 25 on same patient. There was no patient outcome.

Event description:
According to the reporter, during use, the monitor had inconsistent readings. It would read 9 and another machine of the same type would read 25 on same patient. The readings were lower than expected. There was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 correction: e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The co2 board was defective. The issue was resolved by replacing the co2 board and recalibrated. It was reported that the monitor had inconsistent readings and there was no audible or visual alarm. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: old batteries. The issue was resolved by replacing the internal and external batteries. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the monitor had inconsistent readings. It would read 9 and another machine of the same type would read 25 on same patient. The readings were lower than expected. There was no audible or visual alarm. There was no patient harm.